Event description:
The customer reported that while they were setting up the unit to place on a pt they were unable to obtain ECG trace. The pt was switched to another unit and therapy was initiated. No pt injury was reported.